Event description:
It was reported the epicardial lead that was connected to the right ventricular (rv) port of the device header exhibited high out of range pacing impedance measurements greater than 2000 0hms. It was reported that the patient had experienced syncope. Suspected oversensing and pacing inhibition was thought to be the cause of syncope. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).